Event description:
It was reported that, a few days following a rezum water vapor therapy procedure, the patient experienced recurrent urinary urgency. It was also noted that the penis had lost length. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3 - date of event: estimated as mid-april per patient comment.